Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the returned product identified wear and debris about the implant threads and drive feature. The product matched print specifications where measured against the production drawing. The reported product was located on tooth # 9 (universal) and used for approximately 2 months. The customer has returned x-rays of the device, however clinical subject matter expert (sme) review of the image noted that bone loss could not be verified. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone loss, implant was removed. The reported complaint is non-verifiable with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, manufacturer, expiration date, UDI office contact - manufacturing site, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
Zimmer biomet complaint : (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced bone loss. As a result, the implant (tsvb10) was removed. Tooth location 9.